Event description:
The peritoneal dialysis patient stated the fluid leak from a hole in the patient line. The patient's effluent was clear, and no antibiotics were administered. The sample was discarded. The patient finished patient after setting up with new equipment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling. Material, and process controls were within specification.